Event description:
It was reported that bd 1ml syringe luer-lok¿ tip had foreign matter inside the syringe. This was discovered before use. The following information was provided by the initial reporter: material no: 309628; batch no: 8176526. It was reported that when the technician was drawing up the medication, they noticed there was a particle inside of the syringe. When the technician was drawing up the medication, they noticed there was a particle inside of the syringe.

Manufacturer narrative:
H.6. Investigation: DHR was reviewed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8176526 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. One photo of a loose 1ml syringe with needle attached was received and evaluated. It was observed there was approximately 0.1ml of clear fluid inside and a small grey foreign matter particle in the fluid path. It appeared to be cylindrical in shape and rubber in composition. Based on the verbatim and shape of the particle it may be a piece of the vial septum that was the result of the cannula piercing the membrane and being draw into the syringe. The reported defect could not be confirmed based on the photo. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 1ml syringe luer-lok¿ tip had foreign matter inside the syringe. This was discovered before use. The following information was provided by the initial reporter: material no: 309628 batch, no: 8176526. It was reported that when the technician was drawing up the medication, they noticed there was a particle inside of the syringe. When the technician was drawing up the medication, they noticed there was a particle inside of the syringe.